Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that an auxiliary alarm failure occurred, and that the unit may have shut off during ventilation. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The unit was connected to a nurse call system at the time of the incident. The unit was removed from the patient without incident and was stored in the biomedical engineer¿s area for evaluation. The customer noted that there were no error codes in the event log related to the auxiliary alarm failure. Onsite service is currently pending.

Manufacturer narrative:
A field service engineer (fse) went onsite and was unable to duplicate the reported issue. The fse confirmed the device was fully operable. The device passed required performance verification tests per philips standards and was returned to service.